Event description:
During a hemorrhoidal banding procedure, the physician used a cook endoscopic four shooter saeed multi-band ligator, when attempting to deploy the first band, all four bands deployed at the same time. During removal of the endoscope and banding device, the ligator barrel detached from the endoscope and became free inside of the pt. The ligator barrel was disimpaction (removed manually). Another ligator kit was used to complete the procedure. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of ligator barrel detachment is remote and the likelihood of premature band deployment is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. Comments regarding premature band deployment: the instructions for use instruct the user to deploy the band by rotating the handle clockwise until band release is felt indicating deployment. Rotating the handle in a rapid fashion could have caused misfiring or premature deployment of the bands. Premature band deployment can also occur if the handle does not remain in the two-way position until ready for band deployment. The instruction for use instruct the user to keep the handle in the two-way position before and during introduction of the endoscope. After the endoscope is in place, the user is then instructed to place the handle in the firing position. During the procedure, endoscopic suction is applied to the banding site to properly placed a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. The instructions for use advise the user that removal of the endoscope and attachment of another ligator may be required if more bands are needed. Comments regarding ligator barrel detachment: information regarding the endoscope used with this ligator was requested from the initial reporter, but unable to be provided. This ligator is compatible with endoscopes that have another diameter of 8.6mm - 11.3mm only. If an endoscope with an outer diameter smaller than 8.6mm was used with this ligator, this could be the cause of barrel detachment from the endoscope. The instructions for use caution the user to refer to the package label for the endoscope outer diameter required for the ligator being used. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The instructions for use also caution the user not to place lubricant inside the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommended performing a routine endoscopic examination to confirm the diagnosis requiring treatment of internal hemorrhoids prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location of the hemorrhoids, body fluids in this area can be avoid. If the barrel is not advanced as far as possible onto the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the endoscope. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior shipment. No corrective action warranted at this time because this report was unable to be verified. The likelihood of ligator barrel detachment is remote. The likelihood of premature band deployment is rare. Customer quality assurance will continue to monitor to complaint trends.